Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse verified alignments and examined multiple hardware parts. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported receiving erroneous high patient results for sodium on the dxc 700 au analyzer. There was no change in patient treatment in association with this event.